Manufacturer narrative:
(B)(4). Patient information was requested and the customer refused to provide. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported that the unit was in use on a patient but that there wasn't any patient harm.